Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Dislocation occurred while sleeping wearing a hip brace and was repaired by a closed reduction. This dislocation event was the 13th I've experienced, commencing in 2009 within approximately 21 days following my initial hip replacement surgery. Update 1/29/2018: closed reduction revision on (B)(6) 2017.

Manufacturer narrative:
This event was identified as a duplicate of MFR #0002249697-2018-00727. Investigation results and conclusions will be documented in the previously mentioned report.

Event description:
Dislocation occurred while sleeping wearing a hip brace and was repaired by a closed reduction. This dislocation event was the 13th I've experienced, commencing in 2009 within approximately 21 days following my initial hip replacement surgery. Update 1/29/18: closed reduction revision on (B)(6), 2017. Update: this event was identified as a duplicate of MFR #0002249697-2018-00727. Investigation results and conclusions will be documented in the previously mentioned report.